Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This article was written yohei yukizawa, md; lawrence d. Dorr, md; jeri a. Ward, rn; zhinian wan, md. ¿posterior mini-incision with primary total hip arthroplasty: a nine to ten year follow up study¿ the journal of arthroplasty 31 (2016) 168-171.

Event description:
Ten patients identified in a journal article reported back or joint pain at the 9 to 10 year follow up. There has been no further information provided and the patient outcome is unknown.